Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead had atrial tachycardia response (atr) episodes stored. Technical services (ts) reviewed the data and noted three atr events stored on the electrocardiogram. The first two episodes appeared as atrial flutter and third episode as atrial flutter with noisy signals. Impedances on ra lead was noted to be within range but appeared to be variable/jumpy for the past few months. Ts suggested arm movements/isometrics to be performed in clinic to reproduce the noise. This system remains in service and no adverse patient effects were reported.